Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, lot# n414944, implanted: (B)(6) 2014, product type: accessory. Product ID: 377760, lot# n0029456, implanted: (B)(6) 2005, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
The patient reported via the manufacturer representative (rep) that they she was getting intermittent paresthesia. It started kicking on and off by itself. No event led to this. The next available time she could meet with the rep due to her worker's comp insurance was (B)(6) 2015. It kicked off (B)(6) 2015 and then came back on a couple hours later. All programs were said to do this. The device was going to be interrogated at the meeting and impedances would be run. No surgical intervention had occurred or was planned and the patient was alive with no injury. Relevant medical history included reflex sympathetic dystrophy/causalgia-complex regional pain syndrome and spinal pain. Follow-up was performed to determine what the results were of the interrogation, if any actions were taken to address the issue, and if the issue was resolved. This event will be updated if additional information is received.

Manufacturer narrative:
Additional information indicates that the following codes no longer apply to the implantable neurostimulator (model# 37713, serial# (B)(4)). (B)(4). Additional information indicates that the following codes apply to the lead (model: 377760, lot# n0029456). (B)(4).

Event description:
Additional information was received from the manufacturer representative (rep) who had met the patient at their physician's office. Impedances were high throughout the lead, except for contacts 0 and 7. The rep programmed using the 0 and 7 contacts, which gave coverage to the right lower leg as needed. No other contacts provided paresthesia. A lead revision was discussed and the patient does want the revision to be conducted, but the procedure had not been scheduled due to pending insurance approval. A supplemental report will be submitted if additional information is received.